Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a setscrew issue that occurred during a procedure. A consumer underwent a revision procedure due to pocket site pain. During the procedure, the lead was disconnected from the implantable neurostimulator (ins) and could not be reconnected since there was a setscrew issue at the ins¿s header. The screw was reported as stiff and non-screwable. It was unknown if the screw was retracted to far outside of the thread when disconnecting the lead from the ins. It was tried to screw the setscrew forward and backwards, but this was not possible. The ins was replaced and the issue was resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), ins setscrew backed out too far. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the pain was a repetitive mechanical stress to the implant site. The device¿s pocket location provided to be not suitable for the consumer¿s daily demands. With respect to whether the pain has resolved, the consumer had been contacted, but no information had been received. The procedure was performed and finished without anything worth mentioning. If the consumer contacts the hospital, new information would be provided.